Manufacturer narrative:
Concomitant product (c2/d10) - UDI (B)(4). Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006 the device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. A risk review was completed using snm tined lead hazard analysis and confirmed that the event of migration was defined in the product risk documentation. The reported event observation is a known risk associated with this device type/procedure, and it is noted as such in the instructions for use.

Event description:
It was reported that the patient implanted with this neurostimulator experienced pain and discomfort in their legs they believed to be related to their device. The patient presented for follow up at which time it was determined that the pain was unrelated to the implanted system; however, lead migration was identified during the visit. The patient requested device removal, and the system was later explanted without complication.